Event description:
It was reported that the patient scheduled a revision surgery for an inflatable penile prosthesis(ipp) device due to the surgeon believing that the existing device has stopped working due to fluid loss. A patient outcome of no serious injuries was reported. Additional information received that a revision surgery is scheduled for (B)(6) 2020 but with current situations the certainty of the surgery is unknown.